Event description:
It was reported that the patient presented at the hospital following a vibratory alert for high, out of range, pacing lead impedance. A gradual increase in pacing lead impedance and decrease in capture threshold were noted. The lead will be monitored.